Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's pump was empty and had not been filled in a year because "no one would touch his pump because it had been recalled." The patient's alarm was always going off before his refills. Additional information received from the health care professional (hcp) reported that the pump had been empty for 2 years. The patient had previously been scheduled to have the pump removed but suffered a myocardial infarction and could not have surgery. The hcp confirmed with a manufacturer representative that the device had not been recalled. The pump and catheter were not explanted and the pump was "off." It was unknown what medication was last used in the pump.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter; product ID: 8598, serial# (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).